Event description:
Additional information received from the healthcare provider via a company representative reported that the pump had never helped with the patient's pain and the pump was hypermobile in the pocket. No external factors were involved. In addition, since the pump was implanted the patient hasn't been able to void urine on their own, so they saw a urologist and now have a suprapubic catheter. An x-ray was performed on (B)(6) 2025 which showed pump was flipped in the pocket. The catheter tip was at t6. The system was explanted and the issue was resolved. The patient had been receiving bupivacaine and morphine via their implantable pump.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) product type catheter product ID tm90t0 serial# unknown product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine drug via an implantable pump for non-malignant pain indications for use. It was reported that they had the pump placed on october 31st and since then they have not had any relief from the system. The patient stated that the physician has increased the medication several times, but they had to have a revision because of the placement of the pump. The patient said, the pump kept popping in and out of place which caused excruciating pain. The patient mentioned that they could not get that fixed until almost the end of march. The patient also mentioned that it took a severely long amount of time for the communicator to connect to the controller. The agent asked patient if this has been an issue since they received the equipment, and the patient stated that it has always been like that. The physicians have even had problems connecting to it with their equipment and they always say this is weird. The agent reviewed that the pump placement could be contributing to the issue and redirected the patient to a healthcare provider to further address the issue. The patient mentioned that they used to be on fentanyl before. T he patient has had two surgeries this month and the physician would not prescribe medication to the patient. The patient stated that the handset was not taking a charge and would not power on at all. During the call patient plugged the charging cord into the handset and it stated to plug the handset in to charge despite currently being plugged in. The patient confirmed that the tried multiple cords and outlets which did not resolve. The agent sent a request to replace the handset.